Event description:
It was reported that the dexcom g7 continuous glucose monitor failed to pair with the ilet, resulting in cgm signal loss; customer care guided the user through app settings to toggle between g6 and g7 and initiate sensor start, after which the pairing prompt appeared. Symptoms included loss of glucose data visibility due to interrupted cgm communication. Outcomes included interruption of automated insulin dosing informed by cgm data and the need for user troubleshooting. Investigation included technical support-led troubleshooting and user education. Investigation of this case revealed that the device-to-sensor bluetooth connection had not completed pairing until the user initiated sensor start and pairing. It was concluded that the event was due to pairing failure between the cgm and the ilet, which resolved with guided troubleshooting.